Event description:
Kimberly clark corporation received notice in 2004 alleging that the pt had an infection. Attending to the complaint, the pt visited the emergency room and half a tampon was found inside the pt, which was allegedly the cause of the infection.